Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on 02/05/2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for d4. D4: model no - correction. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on 2024. The product was evaluated. An external visual inspection was performed and no damage found. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).